Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor produced a charge profile fault during incoming pulse testing. The cause for the failure was isolated to a frayed pulse wire on the auxiliary pca. The root cause for the frayed pulse wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.